Manufacturer narrative:
Approximate age of device ¿ 12 days. Review of the submitted system controller log file confirmed the reported low flow alarms. The evaluation of the pump did not identify any notable deposition inside the pump that would have caused the low flow alarms. An issue with the outflow graft could not be confirmed because it was not returned for evaluation. However, it was reported that the outflow graft had been wrapped in gore-tex; blood filled the space between the outflow graft and the gore-tex which caused compression and low flow. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had low flow alarms that were confirmed in the system controller log file that was submitted for review. No pump power spikes were noted. The patient was started on dobutamine and was transferred to the ICU. The patient's mean arterial pressure was 85 mmhg and the central venous pressure was 12 mmhg. The patient¿s lactate dehydrogenase level was 338 u/l. The low flow alarms continued. A ramp study was performed and the results were reported as positive; specific information was not provided. The pump was subsequently exchanged on (B)(6) 2015. During the pump exchange, the surgeon observed that the outflow graft had been wrapped in gore-tex and blood had filled the space between the outflow graft and the gore-tex, causing compression and low flow.